Event description:
The user facility reportedly identified a broken cable at the tip of the fenestrated bipolar instrument prior to starting a da vinci si surgical procedure. Nothing reportedly fell into a patient. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity testing failed. The yaw pulley was missing a piece at the opposite area of the conductor break allowing the grip to move within the pulley and have a larger range of motion in yaw. Engineering was unable to conclude how the piece of yaw pulley broke. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.